Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 43 mg/dl. The customer stated that they may have over treated a high blood glucose level of 400 mg/dl. The customer is unsure if their meter is displaying accurate readings of their blood glucose. The customer was advised to troubleshoot the meter with the bayer company. The customer did not return the product back for analysis.